Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11331 it was reported that patient presented to an in-clinic follow-up with bradycardia and syncope. Further investigation found that a right ventricular lead and a competitor's atrial lead were over-sensing lead noise, leading to pacing inhibition. The leads were scheduled to be revised on (B)(6) 2021. However, their pacemaker was unable to be interrogated via radio frequency due to a programmer being overloaded with over-sensing episodes. The decision was made to remove the pacemaker at the same time of the lead capping procedure. An insulation break was suspected to be the cause of the lead over-sensing. Patient was stale after the procedure.